Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely due to dents in the nozzle and air leakage, that foreign material on the forceps elevator may have not been removed because reprocessing could not be performed properly, causing foreign material remaining in the nozzle. However, a definitive root cause of the dents in the nozzle or the factors that led to the occurrence of the air leakage could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber leaking, leakage from the channel at the distal end side, and adhesive on bending section rubber detached. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera ii ultrasound gastrovideoscope, leaking at the bending section rubber was noticed. Upon inspection and testing of the customer returned device, foreign material was found in the forceps elevator of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.